Event description:
During the process of preparing the nc raptor balloon (outside the pt), the hub was observed cracked. The product was not utilized in the pt, and there was no pt complication noted with the event.